Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not charging and after turned on the device a message appeared stating 'battery maintenance required.'

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, the cardiosave intra-aortic balloon pump (iabp)'s batteries were not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 corrected fields: e1 (event site name), g2, h6 (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that batteries were not defective but just needed maintenance. To resolve the issue, the fse performed battery maintenance and functional testing. The unit was determined to be operating as per manufacturer recommendations. Due to character limitation in block e1: event site name: (B)(6).